Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that drawer failed to open and recovery. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.1 was failed to open and it was unable to recover. The field service engineer (fse) had released the cubies through hardware test application and reinserted in the customer application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.